Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The tech found the bed functioned as designed, user error. The tech in-serviced the nurse on how to activate the bed exit alarm to resolve the issue.